Event description:
Analysis of the returned device found that the stent was partially deployed. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the outer body was compressed at 8.5cm and 6.2cm from its distal end. The stent was partially protruding through the outer body distal end. There was a lot of blood in the outer body. The inner body was jammed in the outer body and could not be removed. The stent was pulled out of the outer body. The stent could not be pushed out of the outer body due to the anomalies found on the device. No other anomalies were noted. It should be noted that the device was likely used, as there was a lot of blood in the outer body catheter. This is an indication of inadequate flush, which could cause friction in the system during stent deployment. It cannot be determined how this related to the reported and observed issues. A root cause of undeterminable was assigned to this complaint, as the cause of the observed issues could not be definitively determined.